Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device no specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2017: quality safety evaluation received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic and severe pelvic pain. She underwent a hysterectomy and bilateral salpingectomy. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical event cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/malposition of essure device (adhered to outside of uterus)"), pelvic pain ("chronic and severe pelvic pain") and device dislocation ("displaced essure coil on right side") in a 31-year-old female patient who had essure (batch no. 841631) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, bipolar disorder, asthma, ovarian cyst, anemia, ulcer nos, depression, arthritis, arachnoid cyst and obstructive sleep apnea syndrome. Concurrent conditions included allergic reaction to analgesics, drug allergy, latex allergy, allergic rhinitis and gastroesophageal reflux disease. Concomitant products included amoxicillin (amoxil), ceftriaxone (rocephin) and norethisterone (micronor) from august 2013 to august 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On (B)(6) 2015, 2 years 1 month after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain lower ("cramping ,"), abdominal pain ("pain in abdominal region") and cervicitis ("mild chronic cervicitis"). The patient was treated with ibuprofen, surgery ((B)(6) 2015 (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2009 (discrepant date reported)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea and cervicitis outcome was unknown and the pelvic pain, dyspareunia, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, cervicitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received:events- displaced essure coil on right side, cervicitis, concomitant drugs and other relevant history were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/malposition of essure device (adhered to outside of uterus)"), pelvic pain ("chronic and severe pelvic pain") and device dislocation ("displaced essure coil on right side") in a 31-year-old female patient who had essure (batch no. 841631-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, bipolar disorder, asthma, ovarian cyst, anemia, ulcer nos, depression, arthritis, arachnoid cyst and obstructive sleep apnea syndrome. Concurrent conditions included allergic reaction to analgesics, drug allergy, latex allergy, allergic rhinitis and gastroesophageal reflux disease. Concomitant products included amoxicillin (amoxil), ceftriaxone (rocephin) and norethisterone (micronor) from august 2013 to august 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On (B)(6) 2015, 2 years 1 month after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain lower ("cramping ,"), abdominal pain ("pain in abdominal region") and cervicitis ("mild chronic cervicitis"). The patient was treated with ibuprofen, surgery (B)(6) 2015 (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2009 (discrepant date reported)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea and cervicitis outcome was unknown and the pelvic pain, dyspareunia, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, cervicitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated my uterus when it was put in"), fallopian tube perforation ("perforation (fallopian tube)/malposition of essure device (adhered to outside of uterus)"), pelvic pain ("chronic and severe pelvic pain") and device dislocation ("displaced essure coil on right side") in a 31-year-old female patient who had essure (batch no. 841631-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, bipolar disorder, asthma, ovarian cyst, anemia, ulcer nos, depression, arthritis, arachnoid cyst, obstructive sleep apnea syndrome, gerd and overweight. Concurrent conditions included allergic reaction to analgesics, drug allergy, latex allergy, allergic rhinitis and gastroesophageal reflux disease. Concomitant products included amoxicillin (amoxil), bupropion (wellbutrin), ceftriaxone (rocephin), norethisterone (micronor) from (B)(6) 2013 to (B)(6) 2014, pantoprazole (protonix) and phentermine (adipex). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On (B)(6) 2015, 2 years 1 month after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal pain lower ("cramping ,"), abdominal pain ("pain in abdominal region") and cervicitis ("mild chronic cervicitis"). The patient was treated with ibuprofen,surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2009 (discrepant date reported)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation and cervicitis outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, cervicitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded concerning the injuries reported in this case, the following ones reported via social media : uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: social media received: added new events: uterine perforation and device use issue. New reporter added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated my uterus when it was put in"), fallopian tube perforation ("perforation (fallopian tube)/malposition of essure device (adhered to outside of uterus)"), pelvic pain ("chronic and severe pelvic pain") and device dislocation ("displaced essure coil on right side") in a 31-year-old female patient who had essure (batch no. 841531, a63343) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, bipolar disorder, childhood asthma, ovarian cyst, anemia, ulcer nos, depression, arthritis, arachnoid cyst, obstructive sleep apnea syndrome, gerd and overweight. Concurrent conditions included allergic reaction to analgesics, drug allergy, latex allergy, allergic rhinitis and gastroesophageal reflux disease. Concomitant products included amoxicillin (amoxil), bupropion hydrochloride (wellbutrin), ceftriaxone sodium (rocephin), norethisterone (micronor) from (B)(6) 2013 to (B)(6) 2014, phentermine (adipex) and proton pump inhibitors. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal pain lower ("cramping ,"), abdominal pain ("pain in abdominal region") and cervicitis ("mild chronic cervicitis"). The patient was treated with ibuprofen and surgery ((B)(6) 2015 (hysterectomy with bilateral salpingectomy, hysterectomy with bilateral salpingectomy and hysterectomy and bilateral salpingectomy on (B)(6) 2009). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation and cervicitis outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, cervicitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: hysterectomy and bilateral salpingectomy on (B)(6) 2009 (discrepant date reported). Concerning the injuries reported in this case, the following ones reported via social media : uterine perforation. Lot number: 841531, manufacture date: 2011/03, expiration date: 2014/03. Lot number:a63343, manufacture date: 2012/10, expiration date:2015/10. Lot number 841631 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2018: quality-safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/malposition of essure device (adhered to outside of uterus)"), pelvic pain ("chronic and severe pelvic pain") and device dislocation ("displaced essure coil on right side") in a 31-year-old female patient who had essure (batch no. 841631-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, bipolar disorder, asthma, ovarian cyst, anemia, ulcer nos, depression, arthritis, arachnoid cyst, obstructive sleep apnea syndrome, gerd and overweight. Concurrent conditions included allergic reaction to analgesics, drug allergy, latex allergy, allergic rhinitis and gastroesophageal reflux disease. Concomitant products included amoxicillin (amoxil), bupropion (wellbutrin), ceftriaxone (rocephin), norethisterone (micronor) from (B)(6) 2013 to (B)(6) 2014, pantoprazole (protonix) and phentermine (adipex). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On (B)(6) 2015, 2 years 1 month after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain lower ("cramping ,"), abdominal pain ("pain in abdominal region") and cervicitis ("mild chronic cervicitis"). The patient was treated with ibuprofen, surgery ((B)(6) 2015 (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2009 (discrepant date reported)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation and cervicitis outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, cervicitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: patient was recovered from the event dysmenorrhea and dyspareunia, all relevant medical history, concomitant medication were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/malposition of essure device (adhered to outside of uterus)") and pelvic pain ("chronic and severe pelvic pain") in a 31-year-old female patient who had essure (batch no. 841631) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included norethisterone (micronor) from august 2013 to august 2014. On (B)(6) 2013, the patient had essure inserted. In december 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On (B)(6) 2015, 2 years 1 month after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("cramping ,") and abdominal pain ("pain in abdominal region"). The patient was treated with ibuprofen, surgery ((B)(6) 2015 (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2009 (discrepant date reported)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation and dysmenorrhoea outcome was unknown and the pelvic pain, dyspareunia, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter added. Event added per pfs: fallopian tube perforation, dysmenorrhea, dyspareunia, cramping added and events outcome added. Lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic pain") in a female patient who received essure for female sterilisation. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2009 (discrepant date reported)). Essure was withdrawn. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic and severe pelvic pain. She underwent a hysterectomy and bilateral salpingectomy. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. ~ further information will be obtained through the litigation process.